Event description:
This is a spontaneous report by a consumer with follow up information provided by a nurse and a physician from (B)(6) of discomfort, infectious peritonitis and vomiting in a patient coincident with extraneal and physioneal therapies for peritoneal dialysis. On an unreported date, the patient was switched from apd to capd (continuous ambulatory peritoneal dialysis). Pd therapy continued unchanged. On (B)(6) 2013 the patient contacted baxter technical service and reported that last night ((B)(6) 2013) he experienced discomfort during the therapy. The patient disconnected from the homechoice (hc) machine and went to hospital, where treatment for peritonitis was prescribed. On (B)(6) 2013 the nurse reported the following: the patient went to the dialysis unit with abdominal pain and vomiting. He had no fever. A "peritoneal infection" was diagnosed and he was prescribed the antibiotic ceftazidime (1g, route and frequency not reported)in the last infusion of extraneal ip until (B)(6) 2013 as remedial treatment. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
Complaint no: (B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.